Manufacturer narrative:
Siemens has completed an investigation of the reported event. The issue was due to a missing connection between the poe cable and the hisib, therefore, the signal for ECG and bp was not available. After reestablishing the connection, the system was restarted successfully and the system was returned to clinical operation. The operating manual instructs the user to check all connections prior to use via the "preexam safety checks". No further actions are to be taken.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred during use of the axiom sensis, hemo system. During a procedure, no electrocardiogram or blood pressure was shown on the sensis system. After several attempts, a system restart was successful. The procedure was completed and we are unaware of any impact to the state of health of the patient involved.